Manufacturer narrative:
A visual and microscopic examination of the device found distal stent damage. One strut on the first distal row was raised distally. The damaged section was measured to have an approximate diameter of 1.27mm, which was measured to be 0.15mm greater than the normal stent diameter. This type of damage is consistent with excessive force being applied to the delivery system. There were kinks along the entire length of the device. A recommended sized guidewire (0.014 inch) was inserted through the lumen section returned with no restrictions noted. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No additional product analysis or external evaluations were performed. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause classification is considered caused by other device.

Event description:
Event became reportable based on analysis completed on 06/20/2008. It was reported that during a coronary drug eluting stenting treatment procedure, there were difficulties crossing the lesion. The lesion being treated was located in the left anterior descending artery. The lesion details are unknown. Due to a previously implanted stent the 2.75x38mm taxus liberte stent attempted to cross the lesion, however it became stuck and the stent struts kinked. The physician removed it out of the patient and completed the procedure with a 2.75x32mm and a 2.75x12mm taxus stent. The patient status is listed as good with no complications reported. However, device analysis revealed that there was stent damage.